Event description:
The clinician reports the implant was inserted (B)(6) 2009 in ada 23. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with poor oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding, abscess and inflammation. No further patient complications were reported.